Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 32mg/dl. The customer states they may have over bolused, because her levels went from high to very low. The customer states the paramedics had to be called. The customer states she was not admitted to a hospital, the paramedics were able to get her blood glucose level under control. The customer declined to troubleshoot for low levels, because she feels comfortable the cause was not the device. Nothing is being returned or replaced at this time.